Manufacturer narrative:
This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this patient right ventricular (rv) lead migrated to the right atrium. Boston scientific technical services (ts) referred the patient to a physician for evaluation of the lead. To date, this lead remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient right ventricular (rv) lead migrated to the right atrium. Boston scientific technical services (ts) referred the patient to a physician for evaluation of the lead. To date, this lead remains in service. No adverse patient effects reported.